Event description:
Patient had a bronchoscopy and lavage on (B)(6) 2016. Culture was positive for nocardia. Patient was admitted (B)(6) 2016 through (B)(6) 2016. Two other patients receiving a bronchoscopy on 07/15/2016 tested positive for nocardia.